Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (Initial reporter facility name): (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and lithotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Correction: block h10 has been corrected to include updated investigation results. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): no. 1 (B)(6) university block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was not broken; however, it was found that the distal pierced hole was torn and the wire anchor was broken and dislodged. A piece of the broken wire anchor remains in the distal tip of the device. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event was confirmed. Upon analysis of the returned device, the distal pierced hole was torn and the wire anchor was broken and dislodged. Based on the condition of the device, the failure found could be caused by the technique used during the procedure, the interaction with the scope, or if the device was actuated during coil position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and lithotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): no. 1 affiliated hospital of ground military medical university block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was not broken; however, it was found that the distal pierced hole was torn and the anchor was dislodged. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. Upon analysis of the returned device, the working length was torn and the wire anchor was dislodged. The failure found could be caused by the technique used during the procedure, the interaction with the scope, or if the device was actuated during coil position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and lithotomy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.